Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Related manufacturer reference number: 1627487-2022-01635. It was reported the patients leads displayed high impedance on all contacts preventing stimulation. As a result, surgical intervention was undertaken wherein the leads were explanted. No new product was implanted.

Manufacturer narrative:
The allegation of the system auto reducing was confirmed. The lead was returned complete with discoloration in the lead body. Visual inspection identified a fracture in the lead body where all the internal wires were broken and separated. This would have caused the auto reducing observed in the field. As the issue was observed prior to explant, the root cause of the broken wires is consistent with the lead being subjected to an overstress condition while in vivo.